Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that, on (B)(6) 2023, she had a change sensor alert and when the sensor was removed from her abdomen, there was bleeding at the site. Blood was visible on the sensor connector. This happened with two sensors. Customer could not test the transmitter. Customer did not receive medical treatment as a result of the site issue. Customer also reported having a high blood glucose of 400mg/dl on the evening of (B)(6) 2024. Customer remained connected to the pump and the paramedics were called. The paramedics did not provide correction and just stayed with her until her blood glucose got better. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia, received change sensor/bad sensor alert. The customer reported, blood glucose value of 400 mg/dl. The customer reported, hemorrhage/bleeding, hyperglycemia, treated with insulin pump (subcutaneous insulin infusion), emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-7040a, mmt-7040a, mmt-243a, mmt-332a, mmt-1884. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported, blood at site. No further patient complications were reported. No product return is required for mmt-7040a, no product return is required for mmt-7040a, no product return is required for mmt-243a, no product return is required for mmt-332a, no product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.